Event description:
When the pt came into the clinic, the vns generator was interrogated and the output current was found to be seat at 0.0ma. Therefore, the pt had not been receiving the intended vns therapy. The likely reason for the device settings to change to 0.0ma was due to an interrupted system diagnostic test occuring, during the pt's prior clinic visit. The device was reprogrammed back to the desired settings. There were no reported adverse events associated with the settings change. The device's programming history was reviewed and an interrupted lead test during the pt's previous clinic visit was confirmed. The physician was informed of the importance of confirming the desired settings as the last step of a programming session.